Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer was using the appliers to secure a vessel when the tips crossed over damaging the vessel. Another set had to be opened to get another applier to secure the vessel and to stop bleeding. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) pc. Lot produced in july of 2013. We are unable to validate the alleged complaint at this time. We did not receive a sample part and also didn't receive any submitted pictures or video for us to perform an investigation therefore we are unable to validate the alleged complaint.

Event description:
It was reported that the customer was using the appliers to secure a vessel when the tips crossed over damaging the vessel. Another set had to be opened to get another applier to secure the vessel and to stop bleeding. The patient's condition was reported as fine.